Event description:
Baxter reported, "white connection of transfer set has come loose from the adjoining white connection. Creates leakage of dianeal solution." Noted during use. The patient received a transfer set change. No patient injury or medical intervention reported per baxter affiliate.